Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose of 33 mmol/l. Customer stated that they treated the high blood glucose with manual injection. Customer stated that the insulin pump had possible under delivery. Customer was using the insulin pump on auto mode. The reservoir will not be returned for analysis.